Manufacturer narrative:
Updated information: b1 selected serious injury, b2 selected other serious. B5 updated clinical narrative. D3 MFR fax number added. H1 changed to serious injury.

Event description:
Clinical narrative: a 57-year-old patient of unknown gender with an unspecified indication for use underwent preparation for impella support when the automated impella controller (aic) encountered a malfunction. Upon powering on, the aic displayed a boot error and failed to complete the booting process, consistent with a power-on/blank screen issue affecting the aic subsystem. The event was identified during procedural preparation. The initial aic was replaced with an alternate controller, after which the procedure proceeded successfully without further complications.

Event description:
It was reported that an automated impella controller generated a boot error and would not complete booting. Another controller was used to successfully support the patient. No patient harm was reported.

Manufacturer narrative:
A1, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative update: this is being conservatively reported for delay of therapy due to the temporary delay during the initial priming and set-up of the device. There were no noted clinical consequence associated with this delay. Previous clinical narrative update: this is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. Previous clinical narrative: a 57-year-old patient of unknown gender with an unspecified indication for use underwent preparation for impella support when the automated impella controller (aic) encountered a malfunction. Upon powering on, the aic displayed a boot error and failed to complete the booting process, consistent with a power-on/blank screen issue affecting the aic subsystem. The event was identified during procedural preparation. The initial aic was replaced with an alternate controller, after which the procedure proceeded successfully without further complications.

Manufacturer narrative:
After further review of the complaint, the clinical narrative was updated, corrected and captured to b5 event description. Additionally, the complaint coding was corrected and the type of reportable event was changed back to malfunction. As a result, the b1 adverse event/product problem, b2 outcomes attributed, h1 type of reportable event and h6 health effect-clinical/impact and medical device problem coding fields were updated, corrected accordingly. Additional information was received, specifically device returned was received. The investigation is underway. H6 investigation type, findings and conclusion have bee updated accordingly.